Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis of the scope could not be performed as the scope was discarded. Final inspection and test records confirm that the scope used in the case passed each test. Review of the procedural video shows that at 3:26, the scope was advanced into the lung parenchyma, precipitating bleeding in the right middle lobe at 4:22. Irrigation controlled the initial bleed at 5:53, but by 12:35 a parenchymal tear was visible upon scope withdrawal. Bleeding recurred in the distal airway at 27:38, managed again with irrigation at 28:14. Despite persistent bleeding observed at 38:50, the user proceeded with a final biopsy at 43:03, then wedged the scope to tamponade the bleed before concluding the procedure. No use errors were identified. The physician was unable to determine a definitive cause of injury due to the volume of blood and did not attribute the event to the galaxy system. Efforts to obtain an autopsy report, definitive cause of death and to clarify dnr status are ongoing. In conclusion, it is unlikely that the galaxy system caused or contributed to the injury or the patient's death, the death is likely a result of the patient's condition. No malfunctions were reported and no use errors were identified.

Event description:
A patient's death was reported 2 hours after undergoing a galaxy system-assisted biopsy of a right lower lobe lesion. Within five to ten minutes post-procedure, significant bleeding was noted and approximately 100 ml of blood was suctioned in the post-anesthesia care unit. An emergency bronchoscopy failed to control the bleeding, and the patient coded three times before passing away. The patient had no known coagulopathies or anticoagulant therapy but did have a history of cancer. No device malfunctions were reported.